Event description:
It was reported that the patient underwent a pocket revision due to loss of stimulation in the appropriate area and unpleasant stimulation in the lower left rib. The ipg had turned and was repositoned. The patient was reportedly doing well after the revison.

Manufacturer narrative:
Device remains in patient. This is a final report.